Event description:
A (B)(6) male patient contacted zoll customer support to report that his battery would not power on his monitor. The patient was issued a replacement battery pack.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery pack sn (B)(4) has been completed. The reported problem (battery will not power on monitor) was confirmed. As received, the battery would not charge or power on a monitor. Upon evaluation the battery cell voltages were mis-matched at 4.115v, -1.86v, and 4.122v. The cause for the inability to charge in a charger or power on a monitor is the excessively discharged cells. The root cause for the discharged cells was unable to be positively identified. No adverse event resulted from the defective battery pack. The patient was issued a replacement battery pack.